Event description:
It was reported that during a lobectomy procedure one side of the staple line had staples malformed at the first firing. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 06/18/2007. Information anticipated, but unavailable at this time.